Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: successful percutaneous retrieval of a micra transcatheter pacing system at 8 weeks after implantation journal of arrhythmia. 2018; 34(6):653-655. 10.1002/joa3.12119. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a leadless pacemaker. The authors discussed a case where the patient had a history of (B)(6). Following confirmation of (B)(6) blood cultures, the patient was implanted with a transcatheter pacing system. The patient continued on (B)(6) medication; however, three weeks after discontinuation the patient presented to the hospital with chest discomfort and dyspnea. (B)(6) was found in the blood cultures and the transcatheter pacemaker was removed. It was later determined the patient had developed pyogenic spondylitis and percutaneous drainage was performed. Ultimately, the infection was controlled with the continuation of (B)(6) drugs. The disposition of the device is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.